Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated out of the tube and attached to her abdomen") in a patient who received essure for female sterilisation. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain. The patient was treated with surgery (partial hysterectomy in (B)(6) 2012). Essure was withdrawn. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results: (B)(6) 2015 hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. The reporter did not wish any further contact with the company. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of the coils had migrated out of the tube and attached to her abdomen. She underwent a partial hysterectomy approximately 2 years after insertion. This event is anticipated in the reference safety information for essure. In this case, discrepant information was provided regarding the hysterosalpingogram (hsg) test date. Consumer mentioned that one of the coils had migrated out of the tube and attached to her abdomen and she subsequently underwent a partial hysterectomy, but she also reported that the hsg test performed 3 years after this surgery confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Despite the limited and discrepant information, given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated out of the tube and attached to her abdomen") in a 34-year-old patient who had essure (batch no. 705317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. (B)(6) 2015 hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concurrent conditions included carpal tunnel syndrome, diabetes and parity 4. Concomitant products included diclofenac since 2016, gabapentin since 2016, naproxen since 2013, oxycodone, paracetamol (acetaminophen) since 2015 and zolpidem from 2010 to 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced mood swings ("mood swings"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (partial hysterectomy in (B)(6) 2012, salpingectomy(bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2012. At the time of the report, the device dislocation, mood swings, migraine and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia, headache, dyspareunia, abdominal pain, back pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69.388 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-mar-2019: pfs received. Reporter information were added. Concomitant drug were added. Event :dysmenorrhea (cramping) were added. Outcome of the event abdominal pain and back pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated out of the tube and attached to her abdomen") in a 34-year-old patient who had essure (batch no. 705317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. Concurrent conditions included carpal tunnel syndrome, diabetes and parity 4. Concomitant products included diclofenac since 2016, gabapentin since 2016, naproxen since 2013, paracetamol (acetaminophen) since 2015 and zolpidem from 2010 to 2013. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse) ,"), weight increased ("weight gain"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (partial hysterectomy in nov-2012). Essure was removed in (B)(6) 2012. At the time of the report, the device dislocation, mood swings, migraine, weight increased, abdominal pain and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia, headache and dyspareunia had resolved. The reporter considered abdominal pain, back pain, device dislocation, dyspareunia, headache, menorrhagia, migraine, mood swings, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69.388 kgs. (B)(6) 2015 hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated out of the tube and attached to her abdomen") in a 34-year-old patient who had essure (batch no. 705317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida. Concurrent conditions included carpal tunnel syndrome, diabetes and parity 4. Concomitant products included diclofenac since 2016, gabapentin since 2016, naproxen since 2013, paracetamol (acetaminophen) since 2015 and zolpidem from 2010 to 2013. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse) ,"), weight increased ("weight gain"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (partial hysterectomy in (B)(6) 2012). Essure was removed in (B)(6) 2012. At the time of the report, the device dislocation, mood swings, migraine, weight increased, abdominal pain and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia, headache and dyspareunia had resolved. The reporter considered abdominal pain, back pain, device dislocation, dyspareunia, headache, menorrhagia, migraine, mood swings, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69.388 kgs. (B)(6) 2015 hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, product information, concomitant drugs, events - mood swings, abnormal bleeding (vaginal), menorrhagia, migraines, headaches, dyspareunia (painful sexual intercourse) , weight gain, abdominal pain, back pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the coils had migrated out of the tube and attached to her abdomen') in a 34-year-old patient who had essure (batch no. 705317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. (B)(6) 2015 hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concurrent conditions included carpal tunnel syndrome, diabetes and parity 4. Concomitant products included diclofenac since 2016, gabapentin since 2016, naproxen since 2013, oxycodone, paracetamol (acetaminophen) since 2015 and zolpidem from 2010 to 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced mood swings ("mood swings"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (partial hysterectomy in (B)(6) 2012,salpingectomy(bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2012. At the time of the report, the device dislocation, mood swings, migraine and weight increased outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, headache, dyspareunia, abdominal pain, back pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, mood swings, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69.388 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the coils had migrated out of the tube and attached to her abdomen') in a 34-year-old patient who had essure (batch no. 705317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. (B)(6) 2015 hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concurrent conditions included carpal tunnel syndrome, diabetes and parity 4. Concomitant products included diclofenac since 2016, gabapentin since 2016, naproxen since 2013, oxycodone, paracetamol (acetaminophen) since 2015 and zolpidem from 2010 to 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced mood swings ("mood swings"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (partial hysterectomy in (B)(6) 2012,salpingectomy(bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2012. At the time of the report, the device dislocation, mood swings, migraine and weight increased outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, headache, dyspareunia, abdominal pain, back pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, mood swings, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69.388 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the coils had migrated out of the tube and attached to her abdomen') in a 34-year-old patient who had essure (batch no. 705317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. (B)(6) 2015 hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concurrent conditions included carpal tunnel syndrome, diabetes and parity 4. Concomitant products included diclofenac since 2016, gabapentin since 2016, naproxen since 2013, oxycodone, paracetamol (acetaminophen) since 2015 and zolpidem from 2010 to 2013. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced mood swings ("mood swings"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (partial hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2012. At the time of the report, the device dislocation, migraine, weight increased and mood swings outcome was unknown and the abdominal pain, dysmenorrhoea, dyspareunia, back pain, heavy menstrual bleeding, vaginal haemorrhage and headache had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, mood swings, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69.388 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 24-nov-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 31-jan-2017: quality-safety evaluation was received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of the coils had migrated out of the tube and attached to her abdomen. She underwent a partial hysterectomy approximately 2 years after insertion. This event is anticipated in the reference safety information for essure. In this case, discrepant information was provided regarding the hysterosalpingogram (hsg) test date. Consumer mentioned that one of the coils had migrated out of the tube and attached to her abdomen and she subsequently underwent a partial hysterectomy, but she also reported that the hsg test performed 3 years after this surgery confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Despite the limited and discrepant information, given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.